Manufacturer narrative:
Additional information: according to the information received, the recipient experienced late swelling around the implant body reportedly due to a device unrelated respiratory infection. Conservative treatment could reduce the observed swelling, however, according to further information received, the skin appeared to be still uneven. A device housing migration has been also suspected by the recipient however could not be confirmed. No information on possible further steps has been received.

Event description:
The user was treated with antibiotics for a respiratory infection that is causing swelling to the internal device site, which started a few weeks prior. Currently, the site also feels bumpy and the 5-magnet strength is not holding the coil in place. The user usually wears a 4-magnet strength, but it was needed to increase the strength and the clinic agreed. The user reportedly hears better when pressing down on the magnet. She will use a headband or wig tape to help the coil stay on the head. The user has been told to contact the surgeon again and let them know about the bump/movement of the internal. It is possible that diagnostic images will be obtained. Despite being requested no further information has been received as of march 15, 2023.

Event description:
The user was treated with antibiotics for a respiratory infection that is causing swelling to the internal device site, which started a few weeks ago. The swelling has now reduced, but user feels like the internal device has moved (it feels "lopped-sided now"). Currently, the site also feels bumpy and the 5 magnet strength is not holding the coil in place. The user reportedly hears better when pressing down on the magnet. She will use a headband or wig tape to help the coil stay on the head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.